Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had buttons sticky. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump had battery life diminished. Customer stated that insulin pump was received no delivery alarm. The device will not be returned for analysis.